Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The cassette "puffed-up" and leaked when the device began priming. The location of the leak on the cassette was not identified. This event occurred during set-up, and the patient was not connected. The patient discarded the entire set-up and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.